Event description:
This is filed to report air entering the steerable guide catheter when the clip delivery system was introduced requiring aspiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. When inserting the clip delivery system (cds) clip introducer into the steerable guide catheter (sgc), air was noted to enter the sgc hemostasis valve. The air was successfully aspirated from the sgc. The cds was replaced with a different cds and the procedure continued with successful implantation of 1 clip and mr was reduced to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The return device analysis did not confirm the reported leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information and return device analysis, the cause of the reported leak could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.